Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support, which included inspecting and cleaning various components of the pump, and successfully completed the cartridge load process and resumed insulin delivery.